Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) had resistance when pressing button 1 during withdrawal despite the tension indicator being aligned. The tension was loosened and the steps were repeated, resulting in successful sealant deployment and completion of the procedure using additional devices. Some oozing at the access site was observed after the difficult deployment and manual compression was applied until hemostasis was achieved. A rebleed occurred after ambulation but resolved after 30 minutes of bedrest. There was no reported patient injury. The user followed the appropriate steps and reported that the device did not feel as smooth as expected. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.